Event description:
A malfunction alarm occurred, but there was no adverse impact on the customer's blood glucose level. Tandem technical support assisted the customer with resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact support again if the issue reappeared.